Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-01686. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention is still pending.

Manufacturer narrative:
An event of lead migration was reported to abbott. The issue was confirmed via x-rays. Both leads were repositioned back to initial placement of top of c2. Anchors were explanted and replaced. Therapy is restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.